Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 810:03 was discovered and confirmed during product evaluation. This condition was due to out of calibration air in line printed circuit board (ail pcb). The pumphead module was replaced, thus fixing the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 810:03 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software edition for this device is currently unknown and no additional information is available.